Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic after receiving a vibratory alert for a high, out-of-range pacing lead impedance on the right ventricular lead. The lead also exhibited high pacing capture threshold. An x-ray was performed, but was inconclusive. Tachycardia therapy was disabled.